Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing with pacing inhibition of greater than two seconds. In addition, low out of range pace impedance measurement of less than 200 ohms and noise was observed. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.